Event description:
On march 7, 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter was meter was reading inaccurately high. The customer service representative (csr) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue occurred either on (B)(6) 2012 at an unspecified time. She reported that just prior to checking her blood glucose she was experiencing symptoms of a low blood glucose and was feeling 'shaky and confused' hence tested her blood glucose and observed a value of '6.7 mmol/l' with the subject meter, which she felt was too high based on her symptoms. She reportedly retested on her back up meter (ultramini) immediately following the initial test and reported a value of '2.3 mmol/l.' Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The patient reportedly manages her diabetes with an unknown fixed dose of insulin and denied making any changes to her usual diabetes management routine in response to the alleged issue. She stated after testing she self-treated with juice and a cookie. At the time of troubleshooting, the csr noted the subject device was not being used for the first time. The subject meter was set to the correct unit of measure. The samples were taken from the same approved source and the test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started just prior to testing with the subject meter and she tested immediately after the alleged issue using her back up meter and took appropriate action. However, this complaint is being reported because the result obtained on the subject device did not correlate with the patient's symptoms; and did not meet lfs's criteria for accuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. PMA: 510(k) # is k110637.